Event description:
The recipient reportedly experienced an infection and skin growth in the middle ear. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's newly implanted device was activated with no issues.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the fantail, epoxy header region, braze and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed damaged feedthru pins at the epoxy header region. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is due to damage which is believed to have been induced during revision surgery. The no lock condition prevented several of the electrical tests from being performed. The manual capacitor leakage test readings were unstable due to flooded components. This is due to damage which is believed to have been induced during revision surgery. The internal visual inspection revealed a broken substrate. This is due to the damage that is believed to have been induced during revision surgery. This device was explanted for medical reasons. However, this device had a gross leak failure at the braze which is believed to have been induced during revision surgery. This older device configuration is no longer manufactured. This is the final report.